Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation; however, the balloon ruptured within the rated burst pressure. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.